Manufacturer narrative:
Additional information added to b.5.

Manufacturer narrative:
A DHR review was performed and did not reveal any issues that may have contributed to the complaint event.

Event description:
As reported, approximately 9 months post successful viv tavr the patient now reports severe hf symptoms and has gradient of 39 mmhg across the s3u valve. At the time of the viv, the decision was made not to fracture the surgical valve. The patient's aortic valve mean gradient was 39mmhg, before the tavr, and only improved to 28mmhg, after the tavr, and remains at that level. It was voiced that the elevated av mean gradient of 28mmhg and ava of 0.83cm2 was due to patient prosthesis mismatch from the original avr. The cardiothoracic surgeon discussed with the patient the possibility of fracturing both savr and tavr valves currently in place, to see if that would improve the gradients to help the patient's symptoms. Due to the patient's advanced age, they are at severe risk if a redo sternotomy and savr is required. Currently, there have been no decisions made by the valve team as to what intervention they might do.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 ultra valve was most likely caused by patient prosthesis mismatch and the fact that during the original valve in valve implant the pre-existing surgical valve was not fractured. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 9 months post successful viv tavr the patient now reports severe hf symptoms and has gradient of 39 mmhg across the s3u valve. At the time of the viv, the decision was made not to fracture the surgical valve.the team is considering a bvf with tavr on standby in case there is subsequent ai.